Event description:
It was reported that the patient returned for his 2-week check. Patient reported pain. After evaluating the site, it was found to be infected. The implant was removed. The site was grafted for future implant replacement. Inflammation is reported as a symptom. The area was also grafted with allograft prior to the original implant placement. Tooth location # 3 (universal).

Manufacturer narrative:
Zimvie complaint (B)(4). Additional 510(k) number is k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Serious injury.